Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 493 mg/dl with symptoms of dizziness, headache, chest pain, and nausea. The reporter was treated at a hospital with insulin via injection and intravenous fluids. The patient had remained on the pump at the time of the call. The reporter was unable to review the pump history at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/14/2016 with the following findings: the black box shows a replace cartridge alarm on (B)(6) 2016 12:51, followed by a por at 13:24 ; deliveries resumed at 17:30. An auto off alarm was recorded on (B)(6) 2016 05:27; deliveries resumed at 05:57. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).